Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been triggered for right ventricular (rv) intrinsic amplitude out of range. The amplitudes typically are not measured, with high burden of pacing noted. No undersensing was observed. Review of the stored electrograms (egm's) identified t-wave oversensing (twos) and cross talk which was appropriately blanked. The clinical observations were documented, and further review was recommended. The system remains in service and no adverse patient effects were reported.